Event description:
Sfa stenting-patient enrolled in trial in other country: severe device migration reported pre-pta; resolved without permanent disability.

Manufacturer narrative:
Please reference MDR 2183870-2008-00202 for other protege everflex used in this procedure.